Event description:
It was reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. When the delivery system was pulled out of the pt, the capsule was still attached. Part of the trocar pin and capsule chamber was present with bloody tissue. The f/u info verifies that there was no serious injury to the pt and that the pt is doing fine.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp. The device is included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communication (03-12/2007).